Event description:
During normal use of instrument, surgeon observed that the tip of the 3mm instrument was missing. The c-arm intensifier was immediately positioned and an object of the same shape was observed. Unsuccessful attempts at retrieval were made.